Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two damaged/broken attune shims at (B)(6). I was made aware of this today and it is unknown whether this occurred during surgery. It is unlikely as those particular size shims are rarely used, so possibly during the sterilisation process.

Manufacturer narrative:
Investigation summary: review of the provided photograph confirm the reported event. The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.